Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient pacemaker exhibited ventricular loss of capture. It was suspected that during a recent device change out the new pacemaker settings were not adjusted for the patient's high ventricular capture. The patient was not symptomatic. Programming changes were performed. The patient was stable throughout.